Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. High thresholds were also observed. The cause of the impedance issue was not been determined. Surgical intervention was performed and the rv lead was abandoned and is no longer in service. No additional adverse patient effects were reported.